Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.(B)(4).

Event description:
It was reported that the patient expired; the cause of death was hypertensive heart disease. The primary cause was congestive heart failure. There was no known allegation that the device was related to the death.